Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulties however it was attributed to the provided radiofrequency head and not to the programmer itself. Concomitant product(s): product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not interrogate some implantable heart devices. During troubleshooting technical services verified that the software was installed. It was further noted that the radiofrequency programmer head was changed out but the situation did not resolve. It was additionally requested that the patient cable be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event.